Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 1000mcg/ml at 80mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient was in ER ( emergency room) with baclofen withdrawal. It was decided to do a surgery to check the catheter. The surgery was done on (B)(6) 2024 to check the catheter. Csf (cerebral spinal fluid) was leaking, and the catheter had torn where the anchor was at the spinal incision site. A new proximal revision kit was used and tunneled from the pocket and then connected the spinal segment at the anchor site. The physician got good csf backflow after connecting the new piece. The reporter stated the patient was doing well after awakening. It was noted that the patient was normally in a wheelchair, but no cause of the issue was known, no falls or trauma.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(6), ubd: 03-may-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.